Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances of greater than 2000 ohms and noise. A suspected clavicular crush causing a fracture was thought to be the cause of these allegations. No changes have been made and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).